Event description:
Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently left out details on further analysis.

Event description:
Internal data from the generator was received and reviewed.

Event description:
Additional information was received noting that the physician was able to follow the instructions on the programmer and reset the generator. Internal data from the generator after the intentional reset was performed was received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and upon interrogated, error code 6 (reset code) therapy disabled was observed. The battery showed 75-100% and the impedance was within normal limits. Per the rep, they were not able to reenable therapy. It was then later reported that therapy was able to be re-enabled. A device history records review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. No other relevant information has been received to date.